Event description:
It was reported that a user experienced recurrent hypoglycemia approximately every four hours while using the ilet system, paused therapy for lows, and subsequently developed rebound hyperglycemia; customer support advised reverting to backup therapy and assigned the user and clinic for additional training. Customer care provided support that included review of device data and troubleshooting with the user. Investigation of this case revealed user management issues consistent with overtreatment of hypoglycemia, with no device alarms reported. No clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included temporary interruption of device therapy and a recommendation for user retraining. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.